Manufacturer narrative:
The customer reported that all telemetry devices are showing communication loss on the org, multiple patient receiver. The nurse was advised to go to the network closet and power cycle the org, but she did not have a key to the closet and the only people that did have a key would be in during normal hours. A follow up call with the nurse confirmed that the device was reset by a biomedical engineer and that communication was restored. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that all telemetry devices are showing communication loss.